Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that patient was placed on an ungrounded cable due to multiple low speed advisories with elevated powers. Patient's external driveline had external damage that was previously repaired with rescue tape. After x-rays were performed, slight shield degradation is suspected. The log file review showed two low speed operations on (B)(6) 2022. Patient was placed on an ungrounded cable until repairs could be performed. On (B)(6) 2022, a perc lead replacement was performed approximately 5 inches from exit site. All alarms resolved and the patient was stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, addresses all pump parameters including pump speed, power, flow, and pi. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also addresses damage due to wear and fatigue of the driveline, as well as outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside the heartmate ii lvas patient handbook is also currently available. Section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. The patient handbook also cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental finding: the yellow alignment indicators on the controller connector appeared partially worn. Review of the submitted log file confirmed transient low speed and elevated pump power/flow events; however, a specific cause for these changes in pump parameters could not be conclusively determined. Evaluation of the returned driveline (dl) did not confirm any wire damage that would have contributed to these events. The submitted log file contains data recorded from 13mar2022 to 16mar2022, and captured a brief low speed event, as well as pump power/flow elevations on 15mar2022. These events appeared to resolve spontaneously and all pump parameters returned to baseline within minutes. No further similar events were observed for the remainder of the file, and the pump appeared to have operated as intended at the set speed before and after the low speed event. The distal end of the dl was returned, measuring approximately 18¿ from the controller connector (cc). Visual inspection of the dl in its returned state revealed a slit in the silicone jacket, approximately 0.25¿ from the metal connector, which did not fully penetrate the silicone layer. Rescue tape was observed applied over the silicone jacket from approximately 1" ¿ 5¿ from the cc. Upon removal of the tape, damage to the jacket was observed. Electrical continuity testing of the replaced dl in the condition that it was received found all wires to be electrically intact. No electrical shorts were induced during this test, despite manipulation of the dl. Upon disassembly, microscopic inspection of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The dl was then submerged in a saline bath for high potential testing to further verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage. It was reported that the patient was to be placed on an ungrounded patient cable. The elevated pump power has reportedly resolved. The patient is asymptomatic and remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further information was provided. The manufacturer is closing the file on this event.

Event description:
The rescue tape had been applied to the external damage on the patient's driveline at the time of the event. The patient was asymptomatic. A computed tomography scan was performed which showed no evidence of an acute intracranial hemorrhage, territorial infraction, or intracranial mass lesion.